Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose of 462 mg/dl. Customer alleged that the pump was not delivering insulin. The customer terminated contact with tandem technical support, therefore no additional information could be obtained.